Manufacturer narrative:
Investigation outcome: the ventilator was originally reported with technical failure tf9950 and had previously been upgraded to software version 2.91. A field technician replaced the ip esm board with a revision running software 2.81, resulting in a software mismatch and system instability. A restore card was subsequently used to downgrade the ventilator to 2.81, after which the device powered up in ventilation mode but displayed ¿panel connection lost¿ and ¿for demonstration only, not for clinical use!¿, and lost critical configuration data including serial number, date/time, and operating hours. These symptoms are consistent with a loss of communication between the ventilator unit (vu) and interaction panel (ip), which rely on proper board compatibility and communication pathways. The investigation suggests that the vu motherboard was likely defective, leading to persistent system-level faults despite software restoration. The motherboard was subsequently replaced to address the issue. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description:: the device alarmed with tf 9950. No patient involvement.